Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 42 unopened and 1 open pouches. Analysis and results: there are previous complaints of this code-batch for the same defect. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The open sample received has the aluminum pack (first pack) stuck to the paper foil (second pack). Most of the closed samples received have the first pack sealed to second pack in the 4th sealing. This is due to a defect in the welding machine, and this unit was not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It is reported that the inner foil package is welded to the outer foil of the packaging. Sterile withdrawal is not possible.